Manufacturer narrative:
B4: 01aug2020. G4: 31jul2020. Additional information was received from the fse that there was no issue with the units battery . Once the user interface was replaced the issue of not powering on was addressed. A user interface assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18edc2019.

Event description:
It was reported that the ventilator would not turn on. Reportedly, the internal battery was depleted and would not charge. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue.